Event description:
Passive rv lead dislodged. Physician explanted and replaced with active lead. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks at approximately 21cm distal to the is-1 connector pin. In this region, deformations of the outer conductor coil and a squeezed lead body were found. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. At this position cuts in the insulation were detected. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the electrical and mechanical analysis were within the technical specifications.. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.